Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fibromyalgia ("fibromyalgia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), migraine ("migraines") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (yes). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and fibromyalgia outcome was unknown and the menorrhagia, metrorrhagia, vaginal discharge, vaginal infection, migraine, weight increased, weight decreased and memory impairment had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fibromyalgia, memory impairment, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods, fibromyalgia, migration, vaginal discharge, vaginal infection, migraines, weight gain, weight loss, forgetfulness. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.